Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultra meter was displaying the three dashes. The pt had called from the dominican republic and did not provide phone number or address, so contact with the pt was not possible. The pt reported that he could not use the meter due to the alleged issue. It is unknown as to how long the pt was not able to test his blood glucose. He was feeling faint and dizzy at the time of concern and received assistance from the emergency services. His blood glucose result on the hospital meter was 360 mg/dl and was treated with insulin. At the time of troubleshooting, it was verified that this was a new product and that the pt was seeing the dashes when accessing the memory. The pt was educated and trained on the meter's memory and the issue was resolved. Although there is insufficient info provided regarding events leading to the symptoms, this complaint is reported because the pt alleged he was not able to test on the meter due to the alleged issue and at an unk time, he was treated for hyperglycemia at the hospital. The issue was resolved with troubleshooting (use error).